Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal from svt. Programming changes were provided, however it is unknow if they were performed. There were no patient consequences.